Manufacturer narrative:
Correction: d3, g1, h11 this report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as damaged jaws were identified. The reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus halo cutting forceps failed during a laparoscopic bilateral tubal ligation btl procedure. According to the initial reporter, the unit had no power to the hand piece. Reportedly, the user heard a noise, but the unit had no output. The procedure was completed using a similar device. There were no reports of patient harm as a result of this event.